Event description:
Same case as MFR's#: 6000093-2004-00626. During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician attempted to advance taxus express2 2.5 x 12 mm and 2.5 x 20 mm drug eluting stents across a severely calcified, predilated lesion in a tortuous circumflex, but he was unable to do so. He was able to complete the procedure using a driver stent. No pt injuries or complications were reported. The pt is in satisfactory/good condition.